Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive failure on (B)(6) 2026 as two infusion sets fell off during use. The infusion set had been in use for 5 minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.